Event description:
It was reported that the patients generator and lead were replaced due to high impedance. Per historical hospital policy, product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that the patient has high lead impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.